Manufacturer narrative:
The evaluation noted that the reason for the revision reported was likely due to prosthesis wear is most likely due to a combination of rotational mismatch between the femoral and tibial components and knee instability, resulting in accelerated wear of the tibial insert. However, this cannot be confirmed as the device was not returned for evaluation and no additional patient information was available.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, the initial implant was on (B)(6) 2011. The patient is a large (B)(6) y/o male, but not obese. On (B)(6) 2019, a revision was completed due to "bad poly". The surgeon opened the knee up to expose well fixed implants and removed the existing 9 mm thick ps tibial insert which showed post wear and minor articular surface wear. After trialing various insert thicknesses, the surgeon chose to place a 10 mm thick ps tibial insert. The patient was stable upon leaving the operating room. Images received.